Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. After the last ivus run, the catheter of the tip broke off within the body while being removed. Using the snare, the fractured tip was successfully removed. The procedure was completed with the same device. There were no patient complications reported

Manufacturer narrative:
Media returned by the customer was inspected and showed the imaging window was observed detachment near to tip section. Based on the evidence, the as reported code of tip detachment of device or device component can be confirmed.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. After the last ivus run, the catheter of the tip broke off within the body while being removed. Using the snare, the fractured tip was successfully removed. The procedure was completed with the same device. There were no patient complications reported.